Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump dispensed insulin from the cartridge during the load step. There is no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
Follow-up #1 date of submission 12/23/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. The force sensor was found to be out of calibration and the force sensor resistance measurement was out of specification. There was evidence of moisture damage on the force sensor.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction/removal reporting number: 2531779-03/24/2010/003-r.